Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted for ventricular arrhythmia on (B)(6) 2019. The patient experienced heart palpitations and discomfort. It was unknown if the patient had arrhythmia prior to their device implant, but the arrhythmia was not thought to be device related. A cardiac catheterization was performed that revealed low pulmonary artery pressures; the pump speed was adjusted. The arrhythmia resolved and patient was discharged on (B)(6) 2019.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported ventricular arrhythmia could not be conclusively determined through this evaluation. The patient remained ongoing on (B)(6) until undergoing a pump exchange on (B)(6) 2021, reported under MFR #: 2916596-2021-03088. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate ii lvas instructions for use (IFU) (rev. B) is currently available. The IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.